Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow hazards. Although a specific cause could not conclusively be determined, the account reported these alarms were due to a thrombus in the inflow cannula; however, this was unable to be confirmed as no product or photos depicting the thrombus were submitted for review. It was reported that the patient was admitted with consistent low flow alarms despite the patient¿s mean arterial pressures (maps) were stable and the patient was staying hydrated. The patient had covid and was still recovering. The pump speed was changed in order to treat the low flow events; however, the frequency of low flow events did not reduce despite lower or high speeds. A computer tomography angiography (cta) was performed and revealed a luminal irregularity in the outflow suspicious of thrombus. Further evaluation confirmed thrombus within the inflow cannula. The patient underwent a pump exchange on (B)(6) 2021. The patient was stable following the exchange, and low flow alarms resolved. The pump will not be returned for evaluation. The submitted log file contained data from (B)(6) 2021 at 11:04:20. The pump fixed seed was set at 8800 rotations per minute (rpm) with a low-speed limit (lsl) of 8400 rpm for the duration of the captured data. There were numerous transient captured events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 231 low flow hazards. There were no other abnormal events captured ¿ the only other events were associated with power cable disconnects. The pump operated above the lsl for the duration of the captured data. The pump appeared to operate as expected. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assists system and provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Additionally, the IFU contains information regarding the preparation and attachment of the sealed outflow graft. It instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. It also warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06oct2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's controller exchange was reported in MFR report # 2916596-2021-05243. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having consistent low flow alarms. The patient's mean arterial pressure (maps) had been stable between 70-80mmhg. The patient reported that they increased their fluid intake substantially and they did not appear dehydrated upon examination. The patient's primary controller was changed at the beginning of (B)(6). The patient was diagnosed with covid the second week of (B)(6), but had otherwise been doing well. A review of the log files by technical services found multiple strings of low flows where the low flow estimator dropped below 2.5lpm. The pump was seeing a reduction in blood volume, and the pump speed was adjusted due to the low flows, but the alarms did not resolve with speed changes. The patient was admitted on (B)(6) 2021 for low flows, and computed tomography angiography (cta) showed luminal irregularities in the outflow graft and the site was suspicious for thrombus in the inflow cannula. The patient was stable, but low flow alarms did not resolve with fluid intake. On (B)(6) 2021, the patient underwent a pump exchange from heartmate ii to heartmate 3.